Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and more than 45 degree tortuous circumflex artery. A 2.50x16mm promus element plus drug eluting stent was selected to treat but failed to cross the lesion. Upon retrieving of the device, rough edges was noticed on the distal end of the device. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.